Manufacturer narrative:
(B)(4). H6 health effect clinical code - hemorrhage/bleeding. H6 health effect clinical code - skin infection. H6 health effect clinical code - foreign body in patient. H6 health effect clinical code - purulent discharge. H6 health effect clinical code - foreign body reaction. H6 health effect clinical code - swelling/ edema.

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced sensor failure and the spouse decided to remove the sensor. Upon sensor removal, sensor wire was missing from the sensor pod. The spouse noticed that the insertion site area was swollen and there was pus and blood coming out of it. On (B)(6) 2025, the spouse drove the patient to a medical facility and the patient had x-ray which showed evidence that the sensor wire was retained under the skin. The attending physician diagnosed the patient with a foreign body infection, performed minor surgery, removed the wire from the skin, ordered a second x-ray which confirmed the wire was successfully removed from the skin, and prescribed a course of oral antibiotic medication (doxycycline unspecified dosage). At the time of the report, the patient was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.